Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient had a CT revealing a proximal type I endoleak and the aneurysm is 7 cm in diameter. The physician elected to implant and endurant aortic cuff with chimney stenting of the right renal artery. The proximal type I endoleak was resolved. Per the physician the cause of the proximal type I endoleak was due to patient¿s anatomy of a short infrarenal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.